Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was having issues with filling the reservoir. She opened a new bottle and attempted to fill the reservoir and found a big bubble. In troubleshooting, the customer was advised to connect the transfer guard to the insulin vial to see if the pressure was the cause of the issue. She was able to fill the reservoir with no bubbles but she left the reservoir on top causing the insulin to drip back into the insulin vial. After this, she left the reservoir down causing it to leak insulin into the reservoir. The customer was then advised to use another reservoir and no issues were found. No further information was provided.